Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed intermittently from 10:24:18 on 31mar2025 - 12:29:32 on 01apr2025, after this point the backup battery fault becomes constant and does not resolve by the end of the log file at 12:41:24 on 01apr2025. The backup battery fault alarms were triggered because in each case the loaded voltage was under the acceptable threshold as compared to the unloaded voltage. Otherwise, the system was able to maintain a speed above the low-speed limit throughout the log file. The system controller (serial number (B)(6)) was not returned for analysis. Per additional information, the alarm resolved upon exchanging the system controller. The root cause of the reported event was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. The device history record for the system controller (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 29oct2024. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic with backup battery (ebb) fault alarms. The patient's ebb was replaced sometime in early february due to a similar issue. Log files were submitted for review and captured multiple strings of ebb fault alarms from 10:24 am on 31mar2025 through 12:41 pm on 01apr2025. The ebb faults occurred due to a failed load test. The event log also captured some low flows that occurred at times when pulsatility index (pi) was elevated. It was additionally reported that initially the ebb was reseated which did not clear the alarm. The patient's system controller was then exchanged which resolved the alarms.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.